Event description:
It was reported that the perforation was in the mid to proximal right coronary artery (rca). The perforation occurred during the use of a non-abbott balloon. The 3.0 x 19 mm graftmaster was moderately difficult to deliver, but ultimately was able to be placed. It was implanted successfully, but it did not completely seal the perforation. A second covered stent was required. A 3.5 x 12 mm graftmaster was delivered without difficulty, successfully sealing the perforation. No adverse patient sequelae were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Failure to seal (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over leak or inadequate overlapping), interference from previously deployed devices, or growth of the perforation during deployment. During manufacturing, all sds are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the investigation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. Additional treatment was used to deploy another graftmaster stent which sealed the perforation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for physical resistance or leaks for this lot. In this case, the reported physical resistance appears to be related to the operational context of the procedure; although a conclusive cause could not be determined for the reported failure to seal, there does not appear to be any indication of a product quality deficiency.